Manufacturer narrative:
The device was not returned for eval. The lhr for lot # f0922601 was reviewed and there is no evidence that suggests that the mynx device did not meet spec or perform as intended per instructions for use (IFU). Based upon info received and investigation performed, the cause of the reported occlusion could not be conclusively determined. The physician assessment was that the occlusion was caused by a misdeployment of the sealant, however, without source documents or the material to perform chemical analysis of the composition this could not be confirmed. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
It was reported to the aci sales professional that reportedly a female with history of peripheral vascular disease (pvd) underwent a left leg peripheral intervention in 2009. The access was reported by the physician as oblique/trangenial at the medial right common femoral artery (cfa). The procedure was performed via a 7f sheath and peri-procedural heparin was administered. Post procedure, the physician, trained to the mynx device, proceeded to use the mynx for femoral artery closure. A pre-procedure angiogram did show peripheral vascular disease present, however, it appeared suitable for closure. Post device removal, there was a failure to achieve hemostasis with successful conversion to manual compression. The pt was discharged the next day without incident. The following day, the pt returned to the hospital with reports of both legs being cold. Non-invasive testing did show bilateral ischemia, and the pt was sent to the cath lab for successful percutaneous intervention of both legs with the use of a trellis device. On the right leg, ipsilateral of the previous mynx procedure, an occlusion was noted in the distal sfa. The aspirated material was visually described as thrombus with a 2x4 mm piece of foreign material (assessed to be mynx). The material from the left leg was described as thrombus only. The reported material and thrombus was not sent to pathology. The physician who performed the procedure assessed this complication to be caused by the mynx sealant. He is unclear as to the exact cause of the mis-deployed sealant, however, feels it could be due to inadequate position of the balloon to the arteriotomy during deployment.